Event description:
It was reported that the customer was hospitalized several times for acute hypoglycemic episode. The blood glucose reading was 24mg/dl. It was also reported that the customer passed out and he was taken by ambulance to the hospital. Furthermore, it was stated that low glucose possible was due to the customer's unfamiliarity of how to use the insulin pump properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.